Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer's blood glucose reading was 459 mg/dl at the time of the report. The customer stated that prior to the event, she was experiencing high blood glucose and the insulin pump alarmed no delivery. The customer stated that she manually pushed insulin from the reservoir into her body. The customer was then taken to the hospital for treatment. Troubleshooting was performed. The insulin pump alarmed no delivery during the initial prime test. However, after removing the reservoir, the prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.